Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds since shortly after implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.